Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of an implant of a 23mm sapien 3 ultra resilia valve, in aortic position by transfemoral approach. Some difficulties were noted when introducing the esheath+ into the patient and during the advancement of the delivery system through esheath+. The valve was successfully implanted with no evidence of aortic regurgitation (ar), paravalvular leak (pvl), or pericardial effusion on echocardiography and fluoroscopy immediately post-deployment. A femoral angiogram was then performed, revealing a small stenosis at the puncture site. A balloon angioplasty was performed successfully restoring flow. Following this intervention, the patient remained hypotensive. Repeat echocardiography demonstrated torrential mitral regurgitation. The patient developed flash pulmonary edema and desaturation, requiring intubation. Coronary angiography showed slow flow in the left circumflex artery, likely due to plaque embolization during valve deployment. Given the patient's history of coronary artery disease, this event precipitated severe mitral regurgitation. Two coronary stents were deployed with excellent result. A transesophageal echocardiogram (toe) confirmed no mechanical damage as the cause of the mitral regurgitation. Post-stenting, toe demonstrated resolution of the regurgitation. The patient was in stable condition and in intensive care for ongoing observation.

Manufacturer narrative:
Supplemental report submitted to include completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint of difficulty introducing the sheath was empirically confirmed based on provided information. Available information suggests that patient factors (undersized vessels) likely contributed to the event as per information provided the minimum lumen diameter at access vessels was under 5.5mm which is required for a 14fr esheath+. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/advancing the sheath or result in secondary failures (distal tip damage, sheath kink). Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint of difficulty advancing the delivery system through the sheath was empirically confirmed based on provided information. Available information suggests that patient factors (undersized vessels) likely contributed to the event as per information provided the minimum lumen diameter at access vessels was under 5.5mm which is required for a 14fr esheath+. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. In this case, the available information suggests (patient factors undersized vessels) contributed to the reported event and subsequent small stenosis at the puncture site requiring a balloon angioplasty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.